Manufacturer narrative:
Additional information: g3, h3, h6 -complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The reported complication is post-operative or patient-specific factor that developed due to patient adherence to rehabilitation protocols, comorbidities, rather than device performance or malfunction of the ibalance hto system. The most likely cause of the reported failure can be attributed to a patient-specific event

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/10/2025 it was reported via email by arthrex regulatory that after reviewing a clinical study they discovered that a patient had developed complications following a procedure using the ibalance hto system. It was noted that the patient developed an acute deep infection 5 months following surgery requiring hardware removal. Hardware removal was performed at a mean of 1 year postoperatively no additional information was known